Manufacturer narrative:
(B)(4). Date sent: 01/19/2023. D4: batch # 980a14. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue with a staple line and some staples can be seen protruding from the tissue. Also, one staple appears to be not properly formed. However, the proper/improper form of the rest of the staples could not be noted. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 980a14, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot x95x2k, and no non-conformances were identified.

Event description:
It was reported that during the low anterior resection procedure that the doctor at (B)(6) hospital described continued issues with the removal of the cdh29p. The stapler was not releasing from staple line as intended and difficult removals have caused trauma and damage to the staple line. It was very difficult to release the stapler from the anastomosis while following proper steps for removal. Caused very bloody internal lumen at the staple line. The procedure was completed successfully. It is unknown if there was any consequences.

Manufacturer narrative:
(B)(4). Medical device: batch #x95x2k. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: 1. How was the bleeding controlled? No need for clips or adjunct hemostats. 2. How much blood was lost (ml)? Approx. 0 blood loss at anastomosis. 3. Did the patient require a transfusion? No. 4. Could you please clarify if there were any patient consequences? No. 5. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.